Event description:
An ophthalmic mgr reported that during a photocoagulation procedure there was a problem with focusing the slit lamp lens. The procedure was cancelled. There was no harm to the pt reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).